Event description:
It was reported that during a device change out procedure, this electrode was found to have dislodged from its original position. The electrode was explanted and replaced. No additional adverse patient effects were reported.